Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided detailed instructions for resetting the pump and guided the caller through the process. After the reset, the pump no longer displayed the error, and the caller successfully started a new sensor session.